Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and no delivery alarm and drive support cap was sticking out. The customer¿s blood glucose level was 202 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. However, motor passed motor test.